Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 314.743, synthes lot: h671824, supplier lot: h671824, release to warehouse date: january 03, 2019, supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the ria driveshaft l520 was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the drive shaft was broken and the broken part was not returned. No other issues were identified with the returned device. Dimensional inspection: dimensional inspection of the received device was performed at cq. The outer diameter of the drive shaft helix was measured to be within the specification per drawing. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Drive shaft assembly drive shaft helix investigation conclusion: the complaint condition was confirmed for the ria driveshaft l520. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during an upcoming inspection at the loaner set department at loc umkirch it was noticed that the head of the ria ii drive shaft has broken off. There was no surgery and patient impact. No further information is available. This complaint involves one (1) device. This report is for (1) drive shaft-minimum 520mm length-for use with ria. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code : hrx. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.